Event description:
I have used the dexcom g6 cgm for several months, but when I removed mine on the above date, I had not only a rash but a physical burn on my skin from the product. Very painful and took a very long time to heal. I now have to purchase/use multiple other products to try and prevent a burn from the adhesive. There are unfortunately many experiencing these problems, as I believe they changed their adhesive. I have used another cgm for years, and used the dexcom for 4 months successfully and without skin irritation until that time. I believe this is a serious problem. FDA safety report ID# (B)(4).